Manufacturer narrative:
The device ro 10 010 has been inspected for investigation purpose. The logs analysis has not been performed since the logs could not be retrieved. It was not possible to analyse this failure and therefore to confirm the complaint. The internal complaint reference is the following: (B)(4).

Event description:
It has been reported that during a surgery, a software failure was detected. A communication error has been identified. A surgery delay has been reported < 30 minutes.